Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2008. Patient has experienced discomfort, soreness, elevated metal levels in the blood, and pain, which negatively affected her ability to move, sleep, and walk. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.